Manufacturer narrative:
Additional information: investigation - it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. No conclusion can be drawn based on the incomplete information provided. Cook will reopen its investigation if further information is received.

Manufacturer narrative:
Corrected data: adverse event to adverse event and product problem. Other to life-threatening. (B)(4). 510 (k) k043509. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(4) 2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2009 via the common femoral vein due to deep vein thrombosis/pulmonary embolism while anticoagulated. [Pt] is alleging migration, tilt, vena cava perforation, device unable to be retrieved, kidney failure, pain (flank). [Pt] further alleges perforation of the renal vein, embedment, migration to the renal vein, post implant lifetime anticoagulation. [Pt] also alleges anxiety, ptsd, depression. Filter retrieval was attempted on (B)(6) 2013 due to kidney failure, pain and was unsuccessful.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿migration, tilt, vc perforation, unable to retrieve, embedded, lifetime anticoagulation, pain, ptsd, depression." Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported lifetime anticoagulant therapy, anxiety, ptsd, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
No information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the [pt] received a cook gunther tulip filter on (B)(6) 2009. It is alleged that patient was injured without further explanation. Patient outcome was not provided.